Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: manta deployed in normal fashion post tavr by physician. There was brisk oozing from site noted post deployment. Manual pressure was applied and post image showed no occlusion but extravasation at site. A femoral cutdown was performed, and determined the manta was entirely in the tissue tract.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history number was not reported for this investigation. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right femoral artery. Ultrasound and micropuncture were utilized to attain access. Following deployment, brisk oozing was present at the access site, and manual pressure was applied. A post angiogram reveled extravasation at the site. The physician choose to do a surgical cut down which revealed the manta lodged in the tissue tract. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive due to insufficient information regarding initial and deployment procedures, patient conditions and environment and no angiograms were submitted for investigative purposes. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU and/or endovascular intervention are specifically called out as possible adverse event requiring medical intervention. Additionally, the IFU lists potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding, and oozing from the puncture site. The IFU lists precaution: if bleeding from the femoral access site persists after the use of the manta device, assess the situation; based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.